Event description:
On (B)(6) 2013, the patient contacted animas stating that she believed there may have been under delivery issue with the pump starting on (B)(6) 2013. The patient's blood glucose (bg) value was reportedly 360mg/dl with no ketones or symptoms. The patient reportedly disconnected from the pump per the advisement of the endocrinologist and was treated with long acting insulin shots and homolog shots. The patient reportedly is doing well. There was no site/set or cartridge issues noted. The patient reportedly had menses but denied that it affected her bg values. There were no alarms noted. Customer support (cs) reviewed the pump with the patient and there were no programming/settings or delivery issues noted with the pump. The reported bg value is not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported due the alleged delivery issue with the pump.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box indicated the last basal delivery occurred on (B)(4) 2013 at 3:57pm. There was no activity outside normal use observed in the black box. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on appropriately with a clear display and with functional auditory and vibratory features. The pump passed ezprime steps without any issues. The pump was exercised for 29 hours with no delivery issues and no alarms. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no damage found to the power or force sensor circuits. There was no defect found on investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.